Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, caused by a loose upstream sensor alignment pin. The upstream sensor will be replaced.

Event description:
During a baxter evaluation, it was found that a pump alarmed for a false upstream occlusion. There was no patient involvement.